Event description:
Prior to a procedure, when the generator was turned on the screen would either remain black or display an unsafe probe error message. The generator was power cycled several times and the electrodes were changed but the issue remained. The patient was already prepped for the procedure when the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt1100 neurotherm rf generator was received for evaluation. No visual anomalies were detected during visual inspection. When connecting the nt generator to an external power source, the generator was powered on successfully. It was noticed during functional testing that it was difficult to push the dispersive cable fully into the dispersive port due to a blockage in the port. With the dispersive cable not fully seated into the port there was a slight vibration causing an unsafe probe message to appear. When the dispersive cable was fully pushed in and seated, the simulation of procedures occurred normally. Additionally, the programmed stops were verified within the simulation of rf. The impedance was measured across all ports and determined to be within specification. No high impedance values were encountered throughout testing. Current and temperature were monitored with no errors or irregular heating periods detected. All the tests of the procedure were successful. The cause of the screen remaining black remains unknown. The cause of the unsafe probe error message was due to the dispersive cable not being fully seated into the port due to damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.